Event description:
A customer reported receiving a "scan again in 10 minutes" message from the adc device. The customer indicated self-administering insulin (dose/type unknown), however, began having chills and lost consciousness. Caregiver provided four servings of dextrose glucose and a nurse also helped the customer take a shower, but no additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.